Event description:
Customer reported receiving seven motor errors within a few months, usually during the bolus. She could not recall any significant events leading to the motor error alarms and stated that the insulin pump had not been exposed to a strong magnetic field or MRI. She stated that she was able to rewind the insulin pump. The blood glucose reading was 272 mg/dl. Nothing further was reported.

Manufacturer narrative:
Insulin pump was unable to prime during prime alarm test due to faulty force sensor. Insulin pump passed basic occlusion and displacement test. No motor error alarms noted. Insulin pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, missing end cap sticker and cracked case near display window corners noted during visual inspection. Motor tested ok.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.